Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently experienced a fast atrial tachycardia (at) that was detected within the ventricular tachycardia (vt) zone. The device then delivered five bursts of inappropriate anti-tachycardia (atp) therapy and five 41 joule shocks that did not convert the at. It was noted that the patient had also received similar inappropriate shock therapy in the past. Boston scientific technical services was contacted and discussed potential reprogramming options. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.